Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site was done with the system, they went to turn it off and it powered itself off. They tried to power the system back on but it would not power up. This was after a case and no patient was present. An update was provided that after further troubleshooting, the computer worked by swapping out the power cord. It was also noted that the power switch was loose.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord and switch failed visual inspection. Parts were replaced. The system then passed the system checkout and was found to be fully functional. The cable and switch were returned to the manufacturer for analysis. Analysis found that they were in good condition. No problem was found. If information is provided in the future, a supplemental report will be issued.